Event description:
When getting ready to use a multiclip applier device during surgery, the clips would not fire correctly. The device was removed from the field and a new one obtained. No patient harm. FDA safety report ID# (B)(4).